Event description:
Based on info reported to davol. In (B)(6) 2004, pt underwent unspecified surgery with composix kugel mesh implanted. For a few years following the implant surgery, the pt reported intestinal blockage 2 - 3 times per year. On (B)(6) 2011, pt underwent surgery to remove the mesh and was informed the "ring was loose from the mesh". Biologic graft implanted.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. We have contacted the initial reporter to obtain add'l info and to have the device returned for eval. No medical records, including operative reports for the implant or explant procedure have been provided. With no sample returned and no lot number provided, no device eval or mfg review could be performed. Without add'l info, no conclusion can be drawn.